Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received that dislodgement confirmed via diagnostic imaging.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the left ventricle (lv) lead had dislodged during slitting. A few repositioning attempts were unsuccessful and failed to capture. The physician elected to not used the lv lead. The patient was stable throughout the procedure.